Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2024-02103. It was reported that the patient with redness and swelling due to an infection was observed. The infection is unrelated to the product and procedure. It was noted that the device partially eroded through the skin. There was also suspected vegetation on the lead. The device system was removed. There were no adverse health consequences, the patient was stable.